Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/14/2015 with the following findings: the pump powered up with auditory and continuous vibration to a blank display screen. The pump¿s cover was removed and a single component failure was observed on the printed circuit board. The component was replaced and the pump powered on the verify screen.